Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis: the position of the cam when valve was received was at setting 2. The valve was visually inspected; a needle hole in the needle chamber was noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer was probably due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no obstruction was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted to a (B)(6) year-old female patient via v-p shunt on (B)(6) 2021 with setting 4. On (B)(6) 2021 the patient symptoms worsened and the shunt was imaged, but the distribution below the bulb could not be confirmed. The valve was replaced on (B)(6) 2021. The patient is in follow up status.